Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) due to high thresholds. There was also decreased amplitudes however impedances were stable. The lead was surgically abandoned during a normal device replacement procedure. Besides intervention, no adverse patient effects were reported.